Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. Lab results came back positive for chimera, heater cooler unit removed from service as soon as this was identified. Infection control contacted; all affected patients identified livanova was informed that medical team does not apply vacuum to the hc as it creates condensation in the line. The hc is out of clinical use, but is still being cleaned as per the IFU, and further samples have been taken. Customer does not apply vacuum to the heater cooler, which is not in accordance to ifus. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mbc. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review was performed and revealed that the unit was installed in 2017 and no similar events were reported. Furthermore, the unit was upgraded with vacuum & sealing kit in 2019. Despite follow up attempts were made to gather information about customer's cleaning and disinfection procedures, no information was provided. The root cause of the reported contamination could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.